Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): the product pertaining to this claim was not returned for evaluation. Based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After lens was inserted into the eye, noticed lens was torn. The incision was enlarged to remove the lens and a suture was used to close the wound. This is the primary lens used on same patient and same eye during same procedure. See MFR# 2023826-2011-00543 for secondary lens. Lens was discarded.